Event description:
It was reported that during initial implant procedure, patient's new implanted lead was dislodged. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2022. The patient was recovering.